Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device free flowed. Although requested, there were no further details or information provided.

Event description:
It was reported that the device free flowed. Although requested, there were no further details or information provided.

Manufacturer narrative:
Although requested, (patient identifier- weight) was not provided. The customer¿s report of ¿free flow¿ was not confirmed. Inspection: the left and right iui¿s have fluid residue on the pins and the right iui also has corrosion on some pins. The membrane frame is in good condition. The status lens is broken on the right side. The sear and door latch are in good condition and they do not interfere with door operation. The door is damaged above where the door latch is stopped and the upper spring rests. The pcu was not provided by the customer to conduct a comprehensive log review, only the source device was available. There were no obvious programming errors that would explain a report of over infusion in the pump module logs. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating in specification. The administration set that was in use at the time of the event was not received from the customer; therefore, no testing could be completed on it. The root cause of the customer¿s complaint was not definitively identified.